Event description:
It was reported that during a mandibular osteotomy procedure, the blade broke at the intersection of the blade and shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that another blade was readily available and procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation, was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.